Event description:
Drive medical non tilt top overbed table, silver vein, model #13067, bought from (B)(4) on (B)(6) 2013. I followed the instructions but when I got to the last step, I heard a pop, and the table top popped up. The black screw I was unscrewing, flew somewhere and I haven't found it. I sent the following to drive medical. As you have not responded and I still haven't found the black screw that popped when I finished the assembly, I will make a report to the (B)(4). My experience may be an isolated one, but it needs to be addressed. As you did not respond, apparently, it's not a concern to you. (B)(6). I must say it has one of the best instruction sheets and parts diagrams I've ever seen. When I finished assembling, I carefully was removing the final black screw per instructions when suddenly the top shot up and apparently was stopped by the screw labeled "do not remove?" Fortunately, I had the column assembly facing me so the top didn't hit me or it might have hurt as it really jumped. Now, I can't get it to go down. I assume it's spring loaded and something went wrong. My wife is losing use of lower legs and has to spend a lot of time in bed. She ordered a much cheaper table that just is not very secure. As I've bought many drive medical products and know the stability, I ordered this one. It is perfect for her needs, unfortunately it won't work now. (B)(4).